Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted boston scientific's latitude customer support (lcs). The patient had lost consciousness in (B)(6) 2015. The patient regained consciousness and had complaints of nausea. Lcs recommended that the patient should contact the clinic to discuss further. The clinic nurse contacted boston scientific's technical services (ts) the next day. Ts was informed that the device's rhythmiq feature had been programmed on. The clinic nurse commented that the patient had lost consciousness during a rhythmiq event. The lower rate limit (lrl) was programmed at 40 bpm. The lrl was reprogrammed to 60 bpm, but the clinic nurse wanted to better understand how rhythmiq performs in this device. Ts discussed the operation of this device feature. When the lrl was programmed at 40 bpm, the back-up vvi pacing would have been at 30 bpm. The clinic nurse concluded that that rate was too slow for this patient, so the pacing rate has now been increased. The patient did not sustain any complications or injury as a result of this episode and device reprogramming is expected to resolve this issue.

Event description:
Boston scientific received information from a patient information verification form in mid-(B)(6) 2018 that this patient was presented back to the electrophysiology (ep laboratory. This device and lead system were explanted due to infection. The boston scientific local representative was contacted. According to the local representative the date of the explant procedure was unknown as no boston scientific local representatives were contacted. No boston scientific local representative was present during the explant procedure. The type and root cause of the infection are unknown. To date, this device has not been returned to boston scientific for laboratory testing.